Event description:
Customer reported a malfunction alarm associated with the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the pump to be replaced and provided instructions to the customer on how to put the pump into storage mode and return it within ten days. The customer planned to use multiple daily injections as a backup therapy and confirmed understanding and compliance with the instructions given.